Event description:
A volume discrepancy was noted at the first refill of the patient's intrathecal drug delivery pump. The expected reservoir volume was 3 ml but the actual reservoir volume was 8.5 ml. A catheter dye study was done resulting in an initial obstruction, and then the dye flowed freely through the catheter. No cause of the initial obstruction was identified. The patient had experienced a lack of adequate pain relief. The drugs in the pump were dilaudid at a concentration of 2mg/ml and bupivacaine at a concentration of 10mg/ml. The dose was not reported. The patient did not experience any injury from the reported event.